Manufacturer narrative:
The returned probe has impact marks at the back end causing fit issues with the mating tracker. The issue was able to be duplicated. There is no 510k number as product is not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the lumbar probe was found deformed during the procedure. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.